Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The feedback suggests that approximately 6 hours into a tpn infusion the smartsite snapped. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿ report that the smartsite snapped was confirmed. Visual inspection noted that only the female luer adaptor (fla) and the bonded part of the clear body was received for investigation; the male luer had broken away and was not received for investigation. The root cause of the customer¿s experience was not identified.

Event description:
The feedback suggests that approximately 6 hours into a tpn infusion the smartsite snapped. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.